Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was requested/is expected but has not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that at the 2-week follow up, an x-ray was taken and it was seen that the plate was bent. Now it appears to be broken in half. Follow up (B)(6) 2019; revision was done (B)(6) 2019, with the same doctor and the same facility. The plate and screws were removed and will be returned. Another manufacturer's device was used in the revision. The patient claims to have been post-op complaint and had no falls/injuries that caused the plate break.

Manufacturer narrative:
The complaint is confirmed. The plate was found to be bent with a 45° angle approximately. The plate was found to meet dimensional and material specification. The most likely cause of bending is the application of an external mechanical load to the plate post-implantation.